Event description:
During field installation of the device, the field service representative (fsr) reported that the heart lung machine (hlm) batteries were at 0.00 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr installed new batteries. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the system was powered up on 16aug2022 after being powered off since 22mar2022. The battery capacity was adjusted down to 0/16 (0.0 amp hours) because of the power off time. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9. During laboratory analysis, the product surveillance technician (pst) observed that upon arrival, both batteries failed to meet the minimum voltage of 12.5 volts direct current (vdc) but met the minimum conductance of 375 siemens (s). The pst charged the batteries to a total nominal available capacity (tnac) of 18 amp hours (ah) and then both batteries passed both requirements. The pst installed the batteries into a lab use only (luo) test platter and observed the test platter to shut down after a 71 minutes of discharge which meets the specification of 52 minutes. It was determined that the batteries met specification.